Event description:
The following has been reported: nurse reported: "product has been removed from patient. Cns collected product and is in communication with the company. The rn had pushed premeds into the distal port of a running saline line. The rn then hooked up the tubing to the pump and started the fluids and saline started 'spurting' out of the port onto the floor. Patient harm: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.